Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, a message ¿diagnostics cleared due to invalid data¿ was observed upon device interrogation. It was discussed that upon clearing diagnostics, new data should collect normally. The patient's device will continue to be monitored.